Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately sensing ventricular tachycardia (vt) events as atrial fibrillation (af). The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient underwent a vt ablation procedure and the system impedance was 130 ohms. Defibrillation threshold (dft) testing was performed after the procedure, but conversion at 65 joules was not successful and the patient was externally defibrillated. It was noted that the impedance after the last pulse generator change was 118 ohms and dft was successful. Subsequently, the s-ICD and electrode were explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately sensing ventricular tachycardia (vt) events as atrial fibrillation (af). The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately sensing ventricular tachycardia (vt) events as atrial fibrillation (af). The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient underwent a vt ablation procedure and the system impedance was 130 ohms. Defibrillation threshold (dft) testing was performed after the procedure, but conversion at 65 joules was not successful and the patient was externally defibrillated. It was noted that the impedance after the last pulse generator change was 118 ohms and dft was successful. Subsequently, the s-ICD and electrode were explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.